Event description:
Additional information received via email. The customer stated that the malfunction of the device did not occur during use on a patient.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
It was reported that the pressure gauge was not working. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.